Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7107871/7102996.

Event description:
It was reported that the patient experienced inadequate stimulation and an increased pain. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy.